Event description:
A technician found that a siderail on this stretcher would not latch.

Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. The siderail shoulder bolt was replaced which resolved the problem.